Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: 1627487-2011-02193 and 1627487-2011-02194. The pt received her scs system, including an ipg, two surgical leads (placed near the cervical vertebrae) and two lead anchors, on (B)(6) 2010. It was reported the entire scs system was explanted and not replaced at the request of the pt. According to the pt, she experienced painful headaches as a result of the stimulation. While the ipg was returned to the MFR for analysis, neither of the leads or anchors were returned. Analysis of the ipg is currently in process. F/u on the pt found no further issues reported.